Event description:
It was reported that the 9900 system had a damaged injector cable and a dvd drive error message at boot up. Also the remote user interface would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The motion motor was calibrated. The injector cable and dvd/cd drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.